Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be determined. The product was not returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible mgmt personnel. There have been no other complaints reported in the lot number. Add'l info was requested on 3/18/2011 by fax and mail. A completed questionnaire was received on 3/31/2011. (B)(4).

Event description:
A surgeon reported having a pt with a refractive surprise following bilateral intraocular lens (iol) implant surgeries. The lens was exchanged and the event resolved. An unapproved viscoelastic was used during the initial implant procedure. There are two medical device reports associated with these events; this report is for the right eye.